Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implant wanted to be checked. It was unknown why the implant needs to be checked. It was also reported that patient's daughter turned the stimulation too high at one point a few years ago and couldn't turn the stimulation down. The stimulation issue was resolved, but the daughter wants the implant to be checked again. There were no further complications or anticipations reported with this event.